Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Additional information: on (B)(4) 2013 the lot number of 20318m500 was provided. [Originally reported: the lot number is unknown, but the customer stated it is either 17159m500 or 18071m500.]

Event description:
The customer observed one patient with falsely depressed ca19-9 results on the architect i2000sr analyzer. The following data was provided: (B)(6) = 12 u/ml, retest confirmed 12 u/ml. From (B)(6): 7.0, 7.9, 5.3 and 4.0 u/ml. There was no impact to patient management reported. The patient has been tested for ca19-9 every two months (for the past 6 months) due to a pancreatic cancer diagnosis. Additional results provided: results from a reference lab (beckman / other method): (B)(6) 2012 reference lab approximately 800 u/ml, (B)(6) 2012 reference lab 650 u/ml, (B)(6) 2013 reference lab 659 u/ml.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4). The lot number is unknown, but the customer stated it is either 17159m500 or 18071m500.

Manufacturer narrative:
Further investigation of the customer issue included a review of historical data, device history record review, a review of labeling, and accuracy testing. The investigation included review of the submitted data and product historical data. Review of the data did not identify any product issue or adverse trend. Labeling was reviewed and found to be adequate. This issue is limited to a single patient. Comparison between methods is not allowed per product labeling. Accuracy testing was completed using panels and the likely cause lot shows that it can accurately detect known concentrations of the analyte and met all specifications. Based upon the data available and the results of this investigation no malfunction or product deficiency was identified.